Event description:
Pt states that a week ago, the pump sn # (B)(4) beeped that there was a blockage, but the syringe cartridge was empty. Pt reports no issues with syringe being empty and unsure how long it was empty. Pt states that another time after that, the pump read that it had 0.7 ml but actually had 0.2 ml (reading the incorrect volume). Pt has working backup pump with no issues. Sending replacement pump. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.